Event description:
Pt had removal of silicone gel breast implants one month after implantation. There was dehiscence of the right inframammary incision with 1 cm of extruded and eposed right breast implant. This area had marked drainage containing sticky clear fluid. Upon surgical removal of left and right implants, a clear fluid was found on the outside of the implants which appeared to be intact. Both implants had 300cc on the outer surface and weighed 270 cc. Saline implants filled with 440cc were used for replacements.